Event description:
During an in-clinic follow-up, the device delivered an invalid parameter error message upon being interrogated. The device was reprogrammed to resolve the event. The patient was in stable condition.